Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported via the manufacturer representative that the patient felt an alkaline or battery taste in his mouth. The consumer noticed that the implantable neurostimulator (ins) pocket skin was getting thinner compared to post implant and that the ins pocket was swollen and tender to touch. The patient switched their programming back to conventional stimulation from high density. No falls or trauma was reported. No infection or flu like symptoms was reported. The patient indicated that when stimulation was off and confirmed by no lightning bolt the patient continued to feel stimulation. The patient felt intermittent stimulation. A sudden change in therapy or symptoms was reported. It was further reported that the patient wanted to have the ins explanted as he has an alkaline taste in this mouth and thought the ins battery was leaking in his body. The ins pocket was fine with no redness, swelling or infection. The ins was not protruding from the pocket and impedances were within normal range. The indications for use were failed back surgery syndrome and spinal pain. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported they could not get good coverage due to scar tissue during the replacement. It was for this reason that the entire system was explanted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturing representative reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2015. Nothing was re-implanted. All products were taken out. No infection was noted and no anomalies were seen.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was normal battery depletion. The device will be returned to the manufacturer and may be disassembled for analysis. An analysis report was requested. There was no patient death or injury and recovered without sequela.

Manufacturer narrative:
Product code was corrected from gzb to lgw. Analysis of the implantable neurostimulator (ins) [s/n (B)(4)] found the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information stated that the sudden change in therapy or symptoms was the alkaline taste in the patient's mouth.